Event description:
A caller reported experiencing an alarm 2 followed by an alarm 26 related to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.